Event description:
An expandable interbody cage was implanted at level l5-s1 and expanded as intended during a spinal procedure on (B)(6) 2024. No intraoperative complications were reported. At the 6-week follow-up appointment, the surgeon noted that the cage was malpositioned, but the patient was asymptomatic. The patient came in about 10 months postoperatively experiencing severe radicular symptoms. Radiographic images confirmed that the spacer was malpositioned and potentially collapsed. The patient did not experience a fall to cause this. Revision surgery occurred to remove the cage.

Manufacturer narrative:
The cage has not returned for evaluation. Radiographic images were provided which confirm the event of the cage migrating posteriorly and collapsing.. A review of the device history records could not be performed as the identifying lot number was not provided. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted. Warnings/cautions/precautions: potential risks identified with the use of these fusion devices, which may require additional surgery, include device component failure, loss of fixation, pseudarthrosis (i.e., non-union), fracture of the vertebra, neurological injury, and/or vascular or visceral injury. Possible adverse effects: initial or delayed loosening, bending, dislocation, and/or breakage of device components. Postoperative management: the surgeon should instruct the patient regarding the amount and time frame after surgery of any weight bearing activity. The increased risk of bending, dislocation, and/or breakage of the implanted devices, as well as an undesired surgical result are consequences of any type of early or excessive weight bearing, vibratory motion, falls, jolts or other movements preventing proper healing and/or fusion development. Immobilization should be considered in order to prevent bending, dislocation, or breakage of the implanted device in case of delayed, malunion, or nonunion of bone. Immobilization should continue until a complete bone fusion mass has developed and been confirmed.